Manufacturer narrative:
The device was not returned to the manufacturing site; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. The root cause of the reported event was due to patient movement during procedure. (B)(4).

Event description:
As reported following cataract surgery of the right eye, the patient moved ¿violently¿ during a trabecular micro-bypass stent procedure which resulted in the stent being caught on the iris root, causing a small tear to iris. The stent was removed from the patient¿s eye and the iris was sutured prior to the completion of the surgery. The surgeon provided the following additional information on (B)(6) 2018. The surgeon characterized the iris damage as permanent, described as a 2 clock iris root dehiscence from 8 clock to 10 clock. A single suture was used intraoperatively to tack the iris in place. There was no adverse event impact to the patient as result of the iris damage, but the surgeon noted that the suture knot slightly is causing irritating on surface of the eye and may need secondary intervention to address the irritation. The sight prognosis was reported as ¿excellent¿ and the patient is happy with their vision. Additional information requested.

Manufacturer narrative:
MFR reference#: (B)(4).

Event description:
The surgeon provided the following additional information. According to the surgeon, the patient reported that the irritation from the suture knot was a "2/10 in severity". Therefore, the surgeon elected to continue treating the patient with steroid (lotemax ).